Event description:
The customer reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a failure to alarm for asystole. No pt harm was reported. The available info is inconsistent as to wether there was an inop when the ECG lead came off of this pt. The monitor alarmed and generated an inop as expected in testing by the customer. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.